Manufacturer narrative:
Pending evaluation. Concomitant device(s): equinoxe reverse tray adapter plate tray +0 (cat#: 320-10-00, sn#: (B)(4)); eq rev locking screw (cat#: 320-15-05, sn#: (B)(4)); eq reverse torque defining screw kit (cat#: 320-20-00, sn#: (B)(4)); equinoxe reverse 42mm humeral liner +2.5 (cat#: 320-2-03, sn#: (B)(4)).

Event description:
As reported, approximately 23 months postoperatively a left tsa, a (B)(6) y/o male patient was dislocating and underwent a revision. The surgeon dissected down to the joint, removed the liner and adapter tray from the stem and removed the locking screw and glenosphere. Then a 42mm +4mm offset glenosphere with locking screw was implanted. He then trialed a +10 adapter tray with a 42mm +0 liner and determined he liked those sizes and proceeded to implant the real implants. The patient was relocated and closed in the usual fashion. Patient left the or stable and is expected to have a good outcome. Devices are not returning due to hospital policy.

Manufacturer narrative:
Section h10: (h3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time however is most likely patient conditions.